Manufacturer narrative:
Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures; and only vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. In this case, the applicator was not placed directly over the hernia site, but below and adjacent to it. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the coolsculpting treatment provider but no additional information has been received to date. The investigation is ongoing. Device investigation, through a system log analysis, could not be performed at this time because the device information has not yet been provided by the customer. If additional information and/or system log analysis becomes available, a supplemental MDR will be submitted.

Event description:
On 21-feb-2020, allergan received report from a coolsculpting treatment provider that a male patient was treated to the abdomen on (B)(6) 2019, using a cooladvantage applicator. The patient subsequently developed a hernia. There was no hernia assessed prior to treatment.